Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the transmitter occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be a transmitter failed error. The reported event of an alert to replace the transmitter is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability - correction. G4: date received by manufacturer - correction. H2: follow up type - correction/ additional/ device evaluation. H3: device evaluated by manufacturer - correction. H6: event problem and evaluation codes - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed.